Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes stated that she woke up and observed that the infusion set was no longer adhering to her skin. The patient also reported that the tubing was too long. Although no leakage was noted, there is a potential for leakage due to the adhesion issue, which could impact the patient as it occurred during infusion. Based on this information, the event is considered reportable. No additional adverse consequences were identified.